Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump button not working. The customer stated that the numbers was not ramping on their own. Customer stated that the scroll bar was not moving with no input. Customer stated that there was no response from a button. Customer reported that the insulin pump not exposed to a change in altitude. Customer observed monitor the time display and minutes was change. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, the down and enter keypad buttons were intermittent. After swapping the boards into another case, the problem resolved itself and seems to be isolated to the keypad and flex cable. Unable to perform the self test due to the keypad anomaly.